Event description:
Error code l3-017 occurred during a case. The probe was replaced and error code l3-017 occurred. The case was aborted and pt sent home with no pt consequence. Device is being returned for repair.